Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the instructions for use (IFU) states: prior to using the xience sierra stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, it does not appear the IFU deviation related to not performing a visual inspection of the device prior to use contributed to the reported stent dislodgement. The investigation determined the reported difficulties appear to be related to operational context of the procedure as it is likely inadvertent mishandling of the device during sheath removal caused the report stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The device was prepped for use and advanced in the patient. On angiography it was observed that there was no stent on the 3.5 x 18 mm xience sierra stent delivery system (sds) balloon. The sds was removed from the patient. The stent implant was found located in the protective sheath. There was no report of resistance felt during removal of the protective sheath. A new 3.5 x 18 mm xience sierra was used successfully for the case. No adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided.